Event description:
It was reported that the 9800 system remote user interface joystick would not work prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was found to be working as intended and put back into service.